Event description:
It was reported that attachment not working. It was reported there was no patient involved with this event.

Manufacturer narrative:
Product analysis:evaluation of device determined that the attachment doesn't work. The likely cause of failure is identified as detached distal bearings. It was also noted that the tube is worn, there is corrosion inside the knuckle and the input drive shaft, the laser markings are faded, there is pitting on the drive shafts, sleeve and tactile o-ring is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.